Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that the device would not power on ac or dc power. Physio replaced the user interface pcb to stack flex cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.